Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc was granted permission to remotely connect. The ccc reviewed the instrument data. The customer stated this has been an ongoing issue. The customer prior to the call reviewed the results and found low anion gaps. The customer replaced the integrated multisensor technology (imt) sensor twice. A review of the quality control (qc) showed the level three was out of range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse cleaned the aliquot drain and probe. The cse ran system check and qc, resulting within range. The cse poured fresh qc and performed qc resulting within range. The cse performed an imt vacuum check, advanced clean, power flush and drain proficiency test, resulting within range and specifications. The cse tested the multi sensor, resulting in range and replaced with a new lot number. The cse ran a quick check and dilcheck, resulting within range. The cse performed qc, with the exception of level 1 sodium and chloride, resulting within range. The cse changed back to a previous lot of standard a, resulting within range. The cse performed an imt power flush, rebuilt the imt and checked imt grounding. The cse aligned the imt module and probe. The cse replaced the peristaltic pump tubing and performed a total service call. The cse cleaned the rotary valve and manifold. Cse performed calibration on imt five times and performed qc, resulting within range. The cause of the discordant, falsely depressed sodium and carbon dioxide and falsely elevated chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium and carbon dioxide and falsely elevated chloride results were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate dimension vista instrument, resulting within the expected clinical range. The customer reported out the repeat results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium and carbon dioxide and falsely elevated chloride results.